Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage post-op. The patient underwent hip arthroplasty on (B)(6) 2022. Several days later after the surgery, the patient felt discomfort with pain when getting out of bed. Then the revision surgery was performed on (B)(6) 2022 and found that the ceramic liner was fractured. During the revision surgery, the fractured liner was removed and replaced by a new ceramic liner. The patient was in stable till now. Doi: (B)(6) 2022; dor: (B)(6) 2022; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device and the provided photo evidence confirmed the reported allegation. The ceramic liner was found fractured into multiple pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the ceramic insert belongs to the shop order (B)(4). Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. Device history review :a manufacturing record evaluation was performed for the finished device (121882750 / 9870575) product and lot numbers, and no non-conformances were identified. H10 additional narrative: added: d9 corrected: h3.

Event description:
Additional information received states that there is no surgical delay and the affected side involved in this event was the left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.